Event description:
It was reported that the patient presented with increasing capture threshold and r-wave amplitude variation on their right ventricular lead. The patient presented for lead repositioning, but the lead helix failed to extend. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were helix mechanism issue, r-wave amplitude variation, and failure to capture. As received, a compete lead was returned in two pieces. The reported events of failure to capture and r-wave amplitude variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of helix mechanism issue was confirmed. Final analysis found the reported event of helix mechanism issue to be isolated to the helix being clogged with blood/body fluids and the over-torqued inner coil at the connector region.